Manufacturer narrative:
Mentor received additional event information that the patient experienced left-sided implant deflation. Additional patient details were also provided, and the information has been updated accordingly. The patient reported the lot-serial # (B)(6), but did not provide the corresponding impacted side. If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5095975 that a female patient who underwent an unspecified breast reconstruction with 560cc mentor smooth round high profile saline breast implants experienced unexplained systemic symptoms post-operatively, including violent chills, headache, low grade fever, cough, fatigue, hypotension, joint aches, loss of appetite, nausea, dyspnea, and left breast implant site was swollen, hot, and painful. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2020. This medwatch report is for the first of two implants.